Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. The transmission showed noise on the atrial lead. The patient had no complaints and felt well. The noise was not reproduced with isometrics. The patient was discharged, and will continue to be monitored.